Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following procedures: spinal fusion, l4, l5, s1 with laminectomy and decompression, posterior and anterior spinal fusion to treat the following admitting diagnosis: lumbar degenerative disk disease with spinal stenosis and disk herniation at the l4-5 and l5-s1 levels. On (B)(6) 2009 the patient underwent the following procedures: l4, l5, s1 levels posterior segmental instrumentation with pedicle screws, 3-6 vertebral levels; l4-5 ¿ posterior arthrodesis, lumbar; each additional vertebral segment; l4-5 level ¿ arthrodesis, posterior interbody technique; l5-s1 level ¿ arthrodesis, posterior interbody technique, each additional level; l4-5 level ¿ application of interbody mechanical device, (e.g. Cages, threaded bone dowels, methylmethacrylate) to vertebral defect or interspace; microdissection; l4 level ¿ laminectomy, facetectomy, foraminetomy for central canal stenosis for decompression; l5 level ¿ laminectomy, faceectomy, foraminotmy, foraminectomy for central canal stenosis for decompression, each additional level to treat the following pre-op diagnosis: l4-5 degenerative disk disease with spinal stenosis; l5-s1 spondylolysis with spinal instability. Per operative notes: ¿..at this point, we took allograft bone from the foraminotomy and fasciectomies. This was fixed with bone morphogenic protein sponge and allograft bone approximately 6 ml of this was placed in the disk space. We then had sized a 22 mm x 12 mm height interbody cage. This was filled with bone morphogenic protein sponge and the cage and allograft bone and tapped into position using lateral fluoroscopy. The cage was tapped down into the interbody space until it locked in place¿we then placed anterior bone consisting of allograft and bone morphogenic protein as well as some local autograft bone into the anterior disk space and then followed this with a gently taped in 10 mm x 22 mm in the l4-5 disk space under fluoroscopic visual guidance and using microscope. On (B)(6) 2009 patient discharged from hospital. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.